Event description:
The contact stated she performed a blood glucose test using the customer's meter and received a reading of 46 mg/dl. She retested and received a reading over 200 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events due to the readings. The strips are to be returned for eval, and replacement strips will be sent.